Event description:
It was reported that during a hip procedure on (B)(6) 2012, the surgeon had difficulty inserting the ringloc liner into the cup shell. After a delay of 40 minutes, surgeon decided to use another cup shell without issue. No further information has been reported.

Manufacturer narrative:
Dimensional evaluation of the returned liner found item to be within specification with no dimensional discrepancies. A functional test was performed with two different cups and the liner successfully assembled properly. Manufacturing history found no deviations or abnormalities. No similar complaints have been reported for this item/lot number. No evidence was found that could relate the complaint issue to the manufacturing process or the dimensional features of the involved piece.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Evaluation in process but not yet complete. Upon completion of evaluation, a follow-up report will be sent to the FDA.